Event description:
Additional information. The health care professional found the cause of the "bad" stimulation coverage was subdural lead migration. The patient felt "good" after the lead was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient could not be contacted and, therefore, no further information could be provided about the case.

Event description:
It was reported that after implantation the pt did not have stimulation and "felt nothing except lying down." The lead was replaced.